Manufacturer narrative:
The device will not return to olympus for evaluation, due to an event occurring during an in-service visit. Olympus endoscopy support specialist while on-site reviewed reprocessing of a colonovideoscope, auxiliary water tube, suction cleaning adapter, and injection tube according to the reprocessing manual. It was recommended to reprocess the auxiliary water tube, suction cleaning adapter, and injection tube according to the manual. The options of soaking in high level disinfectant or steam sterilization after each use were discussed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer requested an olympus endoscopy support specialist conduct a reprocessing in-service. While onsite, it was discovered the customer was not reprocessing the auxiliary water tube, suction cleaning adapter, and injection tube after each use. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely there was a difference in recognition on item handling or reprocessing steps between olympus recommendation and the user facility. Olympus expert staff has already conducted training on proper item handling for the user facility. The event can be prevented by following the instructions for use: auxiliary water tube maj-855 9 reprocessing. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.